Manufacturer narrative:
Date of event was sometime in (B)(6) 2018. Lot 17h043 was manufactured august 25, 2017 ¿ august 26, 2017. An actual device was returned for evaluation containing approximately 33 ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and flow rates were found to be within the product specification range. The issue of the device being unable to prime could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was unable to be primed. The customer stated that the device ¿could not be vented¿ which was later clarified as air was not able to be purged from the tubing making it unable to prime. This was identified while filling. The device was filled with sodium chloride. There was no patient involvement. No additional information is available.